Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with high blood glucose levels in the low 700 mg/dl range. The customer stated that she was using the recalled infusion sets at the time of the event. Nothing further was reported.